Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states has light but no suctioning at all and the motor is very quiet - tried to t/s with water herself and it did not work. Bmutpg6083, pw200, lot# 20240010. Rep did t/s lid-passed valve opened - failed water test no suction at all. Rep advised kit needs to be replaced first since it never been replaced since purchase in 12/24. Rep explained reason to replace kit. Used with flex wicks. No additional information provided. Troubleshooting did not resolve issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The DHR review could not be completed because the provided lot number was invalid. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states has light but no suctioning at all and the motor is very quiet - tried to t/s with water herself and it did not work. Bmutpg6083, pw200, lot# 20240010. Rep did t/s lid-passed valve opened - failed water test no suction at all. Rep advised kit needs to be replaced first since it never been replaced since purchase in 12/24. Rep explained reason to replace kit. Used with flex wicks. No additional information provided. Troubleshooting did not resolve issue.